Event description:
It was reported that a catheter issue occurred. The 90% stenosed, 23mm x 2.80 mm target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the joint of the ivus catheter fell off after repeated attempts and could not be used. The procedure was completed with another catheter of the same type. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed, 23mm x 2.80 mm target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the joint of the ivus catheter fell off after repeated attempts and could not be used. The procedure was completed with another catheter of the same type. No patient complications were reported. It was further reported that the issue occurred outside the patient and before the procedure, when the catheter was planned to be connected to the motor drive unit (mdu). The shell at the catheter connection fell off and could not be properly connected to the mdu, resulting in failure to use.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed, 23mm x 2.80 mm target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the joint of the ivus catheter fell off after repeated attempts and could not be used. The procedure was completed with another catheter of the same type. No patient complications were reported. It was further reported that the issue occurred outside the patient and before the procedure, when the catheter was planned to be connected to the motor drive unit (mdu). The shell at the catheter connection fell off and could not be properly connected to the mdu, resulting in failure to use.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed no issues, and the device appeared to be in good condition. The retainer clip was in place and looked to be in good condition. The lap joint section of the imaging window also appeared to be in good condition. The media returned by the customer was inspected and showed the device hub section, but it did not present any evidence of the reported issue.